Manufacturer narrative:
The device will not be returned to olympus. At the time the event was reported, the contact was assisted by the olympus technical assistance center. Upon follow up for further information, the customer indicated they resolved the issue by replacing the lamp. The customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus they received an e103 ignition error on the visera elite xenon light source during an unspecified procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code e103 occurred due to defective lamp. Olympus will continue to monitor field performance for this device.